Manufacturer narrative:
(B)(4), a review of the manufacturing documentation associated with lot f1800202, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that they had "several" 5f mynxgrip vascular closure devices (vcd) with the sealant not coming out from the same lot. The last vcd this happened was saved, therefore, will be returned for analysis along with 1 unused device from the same lot/box. Additional information indicated that at least 4 (four) devices failed. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Vessel tortuosity was not noted. Significant resistance was met when shuttling down. The user shuttled down completely, however, with difficulty. The advancer tube was engaged or visible. Unusual force was applied when retracting the sheath. Manual compression was applied to achieve hemostasis for an unknown duration.

Manufacturer narrative:
Complaint conclusion: it was reported that they had "several" 5f mynxgrip vascular closure devices (vcd) with the sealant not coming out from the same lot. Additional information indicated that at least 4 (four) devices failed. The vcd was being used in conjunction with a 5f procedural sheath introducer for femoral arterial closure following a diagnostic peripheral procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Vessel tortuosity was not noted. Significant resistance was met when shuttling down. The user shuttled down completely, however, with difficulty. The advancer tube was engaged or visible. Unusual force was applied when retracting the sheath. Manual compression was applied to achieve hemostasis for an unknown duration. The product was not returned for analysis. A device history record (DHR) review of lot f1800202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, since the customer felt resistance while shuttling down, it is possible that the shuttle was not shuttled down completely during use. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review and the information available, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.